Event description:
Implant card was received reporting that the patient had their generator replaced, no lead revision was made. The reason for replacement was noted as prophylactic. Product return attempts will not be made as the explant facility is listed as a no-return site.

Event description:
It was initially reported that the patient was coughing with stimulation. Additional information was received from the company representative that the patient was also experiencing painful stimulation in their neck and jaw; diagnostics were within normal limits. The patient had been referred for x-rays and no anomalies were observed. The physician ultimately decided to disabled the device and the patient's symptoms were resolved. The patient was also referred for a full revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.